Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not being recognized by the programmer. The analyzer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer was not being recognized by the programmer. The analyzer passed incoming testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned for service.